Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: a review of the black box indicated ¿pump not primed¿ warnings had occurred, associated with low force. A rewind, load, and prime sequence and 24 hour duration test were successfully performed with no alarms occurring. The force sensor calibration was found to be within required specifications. The pump casing was removed and there was no damage found to the force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump emitted frequent loss of prime alarms despite changing out the supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.